Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer's facility on (B)(6) 2016. Evaluation is as follows: the event logs were reviewed. Tcm ID 02 (ce error) and tcm ID 03 (ce alarm limit mismatch) were observed. During the device evaluation it was confirmed that the device did not recognize the airtrap. To remedy the issue, the airtrap assembly was replaced. For completion of the evaluation, the pump raceway sealing was verified and the coolant block position was re-adjusted. The system was checked for internal leakage, nothing found. The device passed the electrical safety test as well as final test.

Event description:
It was reported that the airtrap was not being recognized by the thermogard xp ivtm system (s/n (B)(4)). No information was reported if this event occurred during patient use or not. No additional information was provided.